Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -14.0 diopter, into the patient's right eye (od) in (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault and refractive surprise. The problem was resolved.

Manufacturer narrative:
A lens work order search was performed. No similar complaint type events found. Date is unknown. Lens was implanted in (B)(6) 2017. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a lens case/vial. Visual inspection found no visible damage to lens. (B)(4).